Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was found out to be dislodged. No further actions were made. The lead remains in service. No adverse patient effects were reported.